Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad electrodes) has been confirmed. Upon investigation the electrode belt had non-functional electrodes. The root cause for the failure was an ECG cable was pulled from the strain relief with a wire broken from the solder connection. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.